Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.6mm vtich11.6 implantable collamer lens, +7.0/+6.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens returned dry with debris in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).